Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2000 ohms. Noise oversensing was also observed. A follow-up was performed and the noise was recreated with arm movements. A chest x-ray was obtained that revealed insulation damage. A conductor fracture was also suspected. The patient is not dependent on ra pacing and the physician elected to reprogram the lead to unipolar and continue monitoring the system. This ra lead remains in service. No adverse patient effects were reported.